Event description:
It was reported that one of the twenty boxes did not have a label on the outside of the box. No patient injury was reported.

Manufacturer narrative:
Premarket (510k) number is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual testing was performed. The evaluation found the correct number of labels were printed for the order and that the (B)(4) sample from the (B)(4) lot passed the qa packaging inspection. No non-conformities were found in the DHR. Due to the time lapse from the time the product was packaged, and the complaint was initiated, the packaging operator was unable to recall any anomalies. The root cause of the reported issue could not be determined. It is most likely that the label was damaged and during processing the personnel inadvertently did not request a replacement label to be printed. Actions were taken to mitigate the reported issue: a quality alert, was initiated to heighten awareness to follow the correct process for reprinting labels during manufacturing.